Manufacturer narrative:
H.6. Investigation: 20 representative samples (unopened) were returned for investigation. 10pcs from batch 8081043, 5pcs from 8116291 and 5pcs 8060126. The samples were subjected to blood escape time (bet) test. The samples passed the bet test, no leakage was observed. A review of past 12 months quality notification was performed and no quality notification was raised on the reported defect of leakage. No abnormality was detected during the production of the reported batch. The returned sample passed the bet test. Hence root cause could not be determined. However, there was a CAPA raised for blood droplet formation at the luer end of the catheter adapter (refer to CAPA#86125). Small ID catheter tubing and small septum vents have been implemented to enhance the blood control function.

Event description:
It was reported that during use of the bd cathena¿ safety IV catheter with bd multiguard¿ technology catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8116291. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-04-26. Medical device lot #: 8060126. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-01. Medical device lot #: 8183043. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-02. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd cathena¿ safety IV catheter with bd multiguard¿ technology catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub.